Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. Microscope inspection revealed an 11mm longitudinal tear 2mm proximal from the distal waist. There was contrast in the inflation lumen and the loosely folded balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. Following pre-dilatation of 2.0 x 15 mm emerge balloon catheter, a 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial or second inflation at nominal pressure, the balloon burst. Neither the balloon nor a segment of the balloon detached inside the patient after it burst. No other damage noted on the device. The procedure was then completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. Following pre-dilatation of 2.0 x 15 mm emerge balloon catheter, a 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial or second inflation at nominal pressure, the balloon burst. Neither the balloon nor a segment of the balloon detached inside the patient after it burst. No other damage noted on the device. The procedure was then completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.